Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was found to be dislodged, due to the patient's twiddler's syndrome. The lead was explanted and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. The explanted lead was not expected to be returned for analysis.